Manufacturer narrative:
Corrections in d1; d4: catalog number, lot number, and UDI number; and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device was examined; the articulating surface of the polyethylene insert showed burnishing and multidirectional scratches. All three components had evidence of damage consistent with impingement. Due to the nature of the reported failure, the damage on the device is unable to be used for confirmation of the failure, though it provides evidence of use and failure during use. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the inner core of the implant had expelled from the metal anchor plates and was anterior to the disc space. A revision surgery was performed to remove the device. The surgeon did a fusion using a competitor's hardware in place of the mobi-c.

Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. Upon device evaluation or if additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inner core of the implant had expelled from the metal anchor plates and was anterior to the disc space. A revision surgery was performed to remove the device. The surgeon did a fusion using a competitor's hardware in place of the mobi-c.